Event description:
It was reported that the right ventricular (rv) lead had one high threshold measurement and all the others were good. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2011. (B)(4).